Event description:
The user received ion selective electrode (ise)sodium calibration alarms and changed some reagents and performed electrode service. She then performed calibration and qc which was in range. The customer ran patient samples and observed sodium results of 180 and 175 mmol/l at her lis system. She ordered a rerun of the samples after calibration and qc were performed and recovered what the patients had been running in normal range so she reported those results. The customer reconsidered and repeated testing, some of which was on the same analyzer and some on the integra 400 analyzer at the site. The customer provided data for eight patient samples, of which the results for seven were discrepant and reported outside the laboratory. Patient sample 1 initial result was 152 meq/l and was reported outside the laboratory. This result was questioned by the physician and the repeat result was 143 meq/l. There was no change in treatment for the patient. Patient sample 2 was from a female patient born on (B)(6). The initial result was 146 meq/l and was reported outside the laboratory. The repeat result was 140 meq/l. There was no change in treatment for the patient. Patient sample 3 was from a female patient born on (B)(6). The initial result was 147 meq/l and was reported outside the laboratory. The repeat result was 141 meq/l. There was no change in treatment for the patient. Patient sample 4 was from a female patient born on (B)(6). The initial result was 149 meq/l and was reported outside the laboratory. The repeat result was 141 meq/l. There was no change in treatment for the patient. On (B)(6) 2012, patient sample 5 was from a male patient born on (B)(6). The initial result was 180 mmol/l. The sample was repeated and the result was 153 mmol/l which was reported outside the laboratory. The repeat result from the integra 400 was 138 mmol/l. Patient sample 6 was from a female patient born on (B)(6). The initial result was 155 mmol/l and was reported outside the laboratory. This result was questioned by the physician and the repeat result from the integra 400 was 136 mmol/l. There was no change in treatment for the patient. Patient sample 7 was from a male patient born on (B)(6). The initial result was 174 mmol/l. The sample was repeated and the result was 147 mmol/l which was reported outside the laboratory. The repeat result from the integra 400 was 140 mmol/l. There was no change in treatment for the patient. The patients were not adversely affected. The sodium electrode lot number was 21514769 with an expiration date of 08/31/2012. The field service representative determined there was an issue with the sample probes. He replaced both the sample probes, checked the air/mix settings, cleaned the mix tower and ran electrode service. To verify the analyzer operation, the customer ran calibration and qc which passed within the customer's specifications.

Manufacturer narrative:
The investigation could not determine a root cause. Insufficient information was provided for further investigation. No adverse event was reported.